Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hospital inventory manager reported to fresenius customer service (cs) that they received notice indicating a combi set blood leak had occurred. Additional information was obtained through follow-up with the nurse manager (nm) from the hospital¿s hemodialysis (hd) department. The nm stated the blood leak occurred approximately one hour into the patient¿s hd treatment. Blood was seen leaking from the medication port on the venous chamber when the cap was removed. The nm stated the clamp was defective, and it did not completely seal off the tubing. The nm stated the clamp was not misaligned. The blood leak was noticed right away. The staff used scissor clamps to clamp the line and prevent any further leakage. There were no machine alarms, and the treatment was continued and completed without any further issues. The patient¿s estimated blood loss (ebl) was less than 25 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The nm stated they had no way of accessing incident reports unless they are sent to them, and they did not receive one for this event. The nm was unsure if one was created and had no idea who the patient was. Therefore, patient details could not be provided. The combi set was not available to be returned for evaluation as the device was reportedly discarded. Additionally, no pictures of the device were available.